Event description:
It was reported that it was difficult to inflate the balloon of the catheter.

Manufacturer narrative:
The reported event was confirmed. The sample was evaluated and observed a collapsed and torn lumen due to heavy salt accumulation inside the inflation eye that gave pressure on the lumen under the balloon. The exact cause on how and when problem occurred could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "(6) insert catheter into the urethral meatus, and advance it until the balloon enters the bladder and urine flow out through the catheter. Using a syringe packaged in the tray, infuse the specified volume of sterile water onto the inflation lumen to inflate the balloon." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was confirmed as use-related. Per the evaluation heavy salt accumulation was noted around the drainage eye on the returned sample and collapsed lumen which was caused from a forced attempt on the inflation lumen, which then makes it difficult for water to flow through. The exact cause could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿(6) insert catheter into the urethral meatus, and advance it until the balloon enters the bladder and urine flow out through the catheter. Using a syringe packaged in the tray, infuse the specified volume of sterile water onto the inflation lumen to inflate the balloon."

Event description:
It was reported that it was difficult to inflate the balloon of the catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that it was difficult to inflate the balloon of the catheter.